Manufacturer narrative:
Additional information: a clinical investigation concluded that there was no information that indicated a causal relationship between the use of fresenius peritoneal dialysis products and the peritonitis event. The most common cause of peritonitis is a breach of technique or biofilm in the peritoneal dialysis catheter.

Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported shoulder pain during a ccpd (continuous cycler assisted peritoneal dialysis) therapy session. The patient's peritoneal dialysis rn reported that the patient had contracted touch contamination peritonitis. A test of the patient's dialysate taken on (B)(6) /2017 revealed the presence of staphyllococcus epidermis. The patient was not hospitalized. The patient was prescribed a course of the antibiotic vancomycin. The patient continued her ccpd therapy.